Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following bilateral cataract surgery with an intraocular lens (iol) implantations, weeks went by and vision did not improve. The consumer was diagnosed with map dot dystrophy. She reported that she is an accountant and is struggling to see and does not drive at night at all. No further information is expected as this information was reported via social media. There are two medical device reports associated with this consumer. This report is for the left eye.